Event description:
Litigation alleges pain, weakness and increased metallic ions in the blood.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2699238 and 2553252 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: ((B)(4).

Event description:
Update 2/1/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, unable to sleep on side, uses cane for support, needed a handicap bathroom, gait is wrong, discomfort, left foot turns in, stiffness, and muscle loss. There is no report of revision or revision surgical report. Stem is being added for alleged increased metal ions without lab results. The complaint was updated on: feb 26, 2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.